Manufacturer narrative:
Due to character limitation in e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cs100 intra-aortic balloon pump (iabp) had an autofill failure.

Manufacturer narrative:
Updated: b4, b5, b6, b7, d9, d10, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation finding, health effect ¿ impact codes and investigation conclusions) and h11. A getinge field service engineer (fse) went to check and was not able to reproduce the problem stated by customer. Unit was due for pm and safety disk replacement; a full pm and calibration was performed. Unit is now ready for clinical use.

Event description:
It was reported by customer that cs100 intra-aortic balloon pump (iabp) had an autofill failure. No patient involvement. No injury or harm reported.

Manufacturer narrative:
Cs100 upgraded to cs300. Updated: b4, g3, g6, h2 and h11. Corrected: b5.

Event description:
It was reported by customer that cs300 intra-aortic balloon pump (iabp) had an autofill failure. No patient involvement. No injury or harm reported.